Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulties were encountered. The target lesion was located in a vessel in the arm. An 8.0 x 80, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 5 seconds, the balloon ruptured. The physician attempted to remove the device from the patient's body but was unsuccessful. The procedure was not completed due to this event. The patient was then sent for surgery and the device was removed from the patient's body. No further patient complications were reported and the patient's status was good.